Manufacturer narrative:
The customer did not return the product for evaluation. Since the lot # of the affected test strip was not provided, a device history record could not be reviewed.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The test strip information provided by the customer was invalid, therefore, model #, lot # and expiration date and device manufacture date were not captured.

Event description:
The customer reported that the control ranges from the bottle of contour next test strips were missing. There was no allegation of an adverse event. The customer was advised to return the bottle of test strips for evaluation. Replacement product was sent to the customer.